Event description:
Note: this report pertains to the second of two reported malfunctions occurring during the event. Refer to MFR report #3005099803-2008-06736 for details regarding this first device. According to the complainant, during the procedure, the peg tube would not pass over the guidewire. Another endovive standard peg kit device was used to successfully complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted.